Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer 2.2 pockets were failed. A field service engineer (fse) observed that cubie 2.2 in the main drawer was showing yellow in the hardware test application (hta). The fse removed the cubies, reseated the row cables, and reinserted the cubies. The drawer was then tested using the hta to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer 2.2 was failed. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.